Event description:
Customer is calling to report that in the past the pump didn't give an alert about the cartridge being empty. She doesn't recall the time it occurred, but it was within this past year. No adverse event alleged. A request was made for the return of the device.